Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The pt presented with stable angina. Access was obtained through the femoral artery. The 100% stenosed, de-novo target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). After pre-dilating the lesion with three unspecified balloons, the stenosis was reduced to 60%. A 3.50x38mm taxus liberte stent delivery system (sds) was advanced, but after several attempts, the sds could not cross proximal segment of the lesion and the hypotube kinked then broke into two pieces. The break was approx 20-25 cm from the catheter strain relief. After the taxus liberte device was removed, a non-bsc device was advanced and it too kinked and broke while trying to cross the lesion. The procedure was successfully completed with three non-bsc stents. No pt complications were reported and the pt's current condition is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).